Event description:
Device 1 of 2; reference MFR report#1627487-2019-01989.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2. Reference MFR report#1627487-2019-01989. It was reported that the patient experienced inadequate therapy. As such surgical intervention was undertaken on (B)(6) 2019 to have the leads repositioned to improve coverage. Therapy was resumed.